Event description:
The patient underwent a revision surgery due to failed hardware at previously attempted c1-2 fusion, failed fusion at c3-4, c5-6 and a spinal cord injury from the broken hardware. The surgeon removed the broken wires at c1-2 and re-instrumented from c1-c6. Bmp was used in the procedure. 10 months post-op the patient shows signs of acute cervical radiculopathy on the right, status post multiple cervical fusions, including cl-c2 fusion and revision, low back pain and left sciatica, status post lumbar fusion. Patient admitted to hospital for aggressive pain management. CT showed mild stenosis at l3-4 with a bone spur or foreign body on the right, spinal canal and impinging on the thecal sac. Approximately 3 years post-op the patient underwent a revision surgery to remove posterior instrumentation from c2-7 as well as right c7-t1 laminoforaminotomy and posterior c6-t3 instrumentation for fusion.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.